Event description:
It was reported that an ilet pump¿s touchscreen was cracked and became unresponsive, rendering the device nonfunctional and no longer watertight; the user was instructed to stop using the device, monitor glucose on their cgm app, and transition to backup therapy until a replacement arrived. Symptoms included none and no injury from glass. Outcomes included interruption of insulin delivery and temporary therapy change. Investigation included collection of device history and case information, request for device return, and review of user-provided photos. Investigation of this case revealed physical damage to the display component consistent with external impact or stress, with no evidence of a device manufacturing or design defect identified from available information. It was concluded that the event resulted from mechanical damage to the screen that impaired touch functionality and sealed integrity, and that replacement was indicated.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.